Event description:
On december 31, 2025, a (B)(6) year-old male patient presented for a high-risk percutaneous coronary intervention with support from an impella cp mechanical circulatory support device. Bleeding was noted at the vascular insertion site following removal of the impella sheath and advancement of the repositioning sheath. Due to limited clinical detail regarding the severity and management of the bleeding, this event will be coded as a major bleeding complication associated with a serious injury.

Manufacturer narrative:
The cause of the major bleed was not determined due to no product return and insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b4 (event description), including further detail regarding sequence of events and clinical course (resolution and intervention).

Event description:
The issue was resolved following transfer to ICU by applying manual pressure to arteriotomy site. Device is not available for return.